Manufacturer narrative:
On (B)(6) we were informed about the primary surgery date. The event description has been updated.

Event description:
Revision surgery performed following cup loosening 1 year and 4 months after primary.

Manufacturer narrative:
Batch review performed on 08 april 2021. Lot 1811208: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 2024-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed following cup loosening after about 2 years from the primary surgery. Primary performed in 2019, exact date unknown.